Event description:
Consumer reported complaint for error message (e-0). Daughter is calling on behalf of the customer. At the time of the call the customer reported feeling dizzy and nauseated; medical attention was not needed at the time. During the call, a blood test was not performed by the customer, the meter did not turn on when the strip was inserted. Daughter stated that happens all the time as well. The customer had changed the battery two weeks ago. The customer is using the correct battery in the correct orientation for the meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is two weeks prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy and nausea. Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 06-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.